Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. According to the user's mother the user has started to take off the external device on the left side, however he reportedly keeps wearing the device on the contralateral right side.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. According to the user's mother the user has started to take off the external device on the left side, however he reportedly keeps wearing the device on the contralateral right side. Reimplantation is considered, but nod ate has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. According to the user's mother the user has started to take off the external device on the left side, however he reportedly keeps wearing the device on the contralateral right side. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. According to the user's mother the user has started to take off the external device on the left side, however he reportedly keeps wearing the device on the contralateral right side.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. According to the user's mother the user has started to take off the external device on the left side, however he reportedly keeps wearing the device on the contralateral right side. The user has been re-implanted.